Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID 8840, product type: programmer, physician. (B)(4). Analysis of the pump was completed. The pump was improperly programmed in the field. A stopped pump condition was verified on the initial telemetry printout. The issue is consistent with interrupted pump programming session.

Event description:
Additional information related to this event: the patient tried to use their personal therapy manager (ptm) after a refill and the patient activation was disabled. The patient was not getting their boluses. The patient met the company representative at the physician office. The patient attempted to give herself a bolus in office. The ptm read that it was disabled. The pump was interrogated and indicated it was a stopped pump. The cause of the pa disabled bolus was because the pump was not successfully fully updated at the last refill appointment. It created a stopped pump due to this. The pump was updated with the correct dosing information including enabling the patient activation (pa) on (B)(6) 2015 by the hcp. The patient was able to successfully deliver a bolus in the office to herself. A follow-up attempt was made to obtain the serial number of the involved physician programmer.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 2 ,000mcg/ml; 283.6 mcg/day via an implantable pump for non-malignant pain. The date of the event was (B)(6) 2015. It was reported the patient experienced a sudden change in therapy noted as an increase in pain. The patient felt like she was excessively sleepy "but it could be from other medications." Alarm was not heard but was confirmed by telemetry. It was later reported an alarm was heard; a critical alarm had occurred and was confirmed by telemetry. Stopped pump may exceed tube set occurred (B)(6) 2015 16:57. The pump had been stopped for 137 hours 32 minutes. The hcp updated the pump a second time but did not let update complete the second time. The pump was updated by the hcp and a complete update was performed. The pump logs were checked and only normal logs from the pump updates show besides the stopped pump period may exceed tube set message. The pump was malfunctioning thus the patient was scheduled for a pump replacement on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.